Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right side implant moved higher into fallopian tube / migration of essure device location of device: interstitial and isthmic portions of bilateral fallopian tubes."), pelvic pain ("chronic pelvic pain"), device breakage ("removal details: the device was eventually removed in several pieces") and adhesion ("other injury (ies) or complication (s) please describe: adhesions") in a 44-year-old female patient who had essure (batch no. B27985,b27986, a73755, a73756inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing right side implant" on (B)(6) 2013. Medical conditions: surgery (other) type of surgery: lysis surgery of adhesions. Concomitant products included valaciclovir hydrochloride (valacyclovir hcl) since 2010. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced abdominal pain ("abdomen pain"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("essure removal difficulty because of right side essure had moved up higher into fallopian tube / removal details: the device was eventually removed in several pieces"). On an unknown date, the patient experienced adhesion (seriousness criterion medically significant). The patient was treated with surgery (lysis of adhesions, removal of essure device. Salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017 and underwent a surgical removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, adhesion, allergy to metals and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, weight increased and dysmenorrhoea had resolved. The reporter considered abdominal pain, adhesion, allergy to metals, complication of device removal, device breakage, device dislocation, dysmenorrhoea, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 130 lbs . Approximate weight at the time of essure placement 120 lbs. Date of insertions: (B)(6) 2013 (left side) and (B)(6) 2013 (right side). Batch numbers ( according to pfs a73755, a73756, b27985, b27986 ; according to mr b27985 -left side and b27986 - right side). Insertion details ((B)(6) 2013): patient here for essure procedure for right tube. Procedure reviewed with patient, had successful placement of left tube but was unable to place coil in the right side. Hsg confirmed the placement of the right tube. Objective: the hysteroscopy showed coils on the left side was clearly visible. The essure device was placed without difficulty into right ostium with 4 trailing coils visible. Assessment: successful placement of essure device bilaterally. Removal details ((B)(6) 2017): the intraabdominal findings were unremarkable, only the essure devices were found in the proper locations bilaterally. A bipolar hook was then used to create incisions on the left proximal portion of the fallopian tube and the essure device was then grasped, dissected off of the surrounding fibrotic tissue and the essure device was then removed whole hold on the left side. Attention was then turned to the right where the essure device was noted to be heavily fibroses to the surrounding tube and the bipolar hook was used to create the initial incision and bipolar metzenbaum scissors were then used to dissect the essure device from the surrounding tissue. The device was eventually removed in several pieces and a thorough inspection of the right tube was performed to ensure that no retained coils were in the right tube. The device coils were then inspected to ensure no retained device in the abdomen . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: the specimen is identified as "essure devices bilateral", received in formalin and consists of one silver tightly coiled wire (2.6 cm in length x 0.1 cm in diameter) with minimal adherent pink-tan tissue, one silver tightly coiled wire (9.4 cm in length x 0.1 cm in diameter) with a tan plastic tubing around the edge (0 .7 cm in length x 0.1 cm in diameter), and one loosely coiled wire (1.9 cm in length x 0.2 cm in diameter) slightly attached to a tightly coiled wire (1 .9 cm in length x 0.1 cm in diameter) consistent with components of essure device. Gross examination only. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records :allergy to metals, pelvic pain. Concerning the injuries reported in this case, the following one was extracted from patient¿s medical records : device breakage. Lot number a73756 is invalid. Batch number: a73755, manufacture date: 2012-11, expiration date: 2015-11. Batch number: b27985, manufacture date: 2013-04, expiration date: 2016-04-30. Batch number: b27986, manufacture date: 2013-04, expiration date: 2016-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: plaintiff fact sheet received. Events added from pfs- dysmenorrhea (cramping), other injury (ies) or complication (s) please describe: adhesions. Outcome of event pelvic pain, weight increased were updated. Concomitant drug, reporter information, aka name were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right side implant moved higher into fallopian tube"), pelvic pain ("chronic pelvic pain") and device breakage ("removal details: the device was eventually removed in several pieces") in a 44-year-old female patient who had essure (batch no: b27985, b27986, a73755, a73756-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing right side implant" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced allergy to metals ("nickel allergy"). In october 2014, the patient was found to have weight increased ("weight gain"). In july 2017, the patient experienced abdominal pain ("abdomen pain"). In august 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("essure removal difficulty because of right side essure had moved up higher into fallopian tube / removal details: the device was eventually removed in several pieces"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure device. Salpingectomy (bilateral removal of fallopian tubes) on aug-2017 and underwent a surgical removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, device breakage, allergy to metals, weight increased and complication of device removal outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, complication of device removal, device breakage, device dislocation, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 130 lbs . Approximate weight at the time of essure placement 120 lbs. Date of insertions: on (B)(6) 2013 (left side) and on (B)(6) 2013 (right side). Batch numbers ( according to pfs a73755, a73756, b27985, b27986 ; according to mr b27985 -left side and b27986 - right side). Insertion details on (B)(6) 2013). Patient here for essure procedure for right tube. Procedure reviewed with patient, had successful placement of left tube but was unable to place coil in the right side. Hsg confirmed the placement of the right tube. Objective: the hysteroscopy showed coils on the left side was clearly visible. The essure device was placed without difficulty into right ostium with 4 trailing coils visible. Assessment: successful placement of essure device bilaterally. Removal details on (B)(6) 2017). The intraabdominal findings were unremarkable, only the essure devices were found in the proper locations bilaterally. A bipolar hook was then used to create incisions on the left proximal portion of the fallopian tube and the essure device was then grasped, dissected off of the surrounding fibrotic tissue and the essure device was then removed whole hold on the left side. Attention was then turned to the right where the essure device was noted to be heavily fibroses to the surrounding tube and the bipolar hook was used to create the initial incision and bipolar metzenbaum scissors were then used to dissect the essure device from the surrounding tissue. The device was eventually removed in several pieces and a thorough inspection of the right tube was performed to ensure that no retained coils were in the right tube. The device coils were then inspected to ensure no retained device in the abdomen . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2017: the specimen is identified as "essure devices bilateral", received in formalin and consists of one silver tightly coiled wire (2.6 cm in length x 0.1 cm in diameter) with minimal adherent pink-tan tissue, one silver tightly coiled wire (9.4 cm in length x 0.1 cm in diameter) with a tan plastic tubing around the edge (0 .7 cm in length x 0.1 cm in diameter), and one loosely coiled wire (1.9 cm in length x 0.2 cm in diameter) slightly attached to a tightly coiled wire (1 .9 cm in length x 0.1 cm in diameter) consistent with components of essure device. Gross examination only. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records :allergy to metals, pelvic pain. Concerning the injuries reported in this case, the following one was extracted from patient¿s medical records : device breakage. Lot number: a73756 is invalid. Batch number: a73755, manufacture date: 2012-11, expiration date: 2015-11. Batch number: b27985, manufacture date: 2013-04, expiration date: 2016-04-30. Batch number: b27986, manufacture date: 2013-04, expiration date: 2016-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right side implant moved higher into fallopian tube"), pelvic pain ("chronic pelvic pain") and device breakage ("removal details: the device was eventually removed in several pieces") in a 44-year-old female patient who had essure (batch no. B27985,b27986,a73755,a73756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("difficulty placing right side implant"). In august 2013, the patient experienced allergy to metals ("nickel allergy"). In october 2014, the patient was found to have weight increased ("weight gain"). In july 2017, the patient experienced abdominal pain ("abdomen pain"). In august 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("essure removal difficulty because of right side essure had moved up higher into fallopian tube / removal details: the device was eventually removed in several pieces"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure device. Salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017 and underwent a surgical removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, device breakage, complication of device insertion, allergy to metals, weight increased and complication of device removal outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, complication of device insertion, complication of device removal, device breakage, device dislocation, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 130 lbs . Approximate weight at the time of essure placement 120 lbs. Date of insertions : (B)(6) 2013 (left side) and (B)(6) 2013 (right side). Batch numbers ( according to pfs a73755, a73756, b27985, b27986 ; according to mr b27985 -left side and b27986 - right side) insertion details ((B)(6) 2013) patient here for essure procedure for right tube. Procedure reviewed with patient, had successful placement of left tube but was unable to place coil in the right side. Hsg confirmed the placement of the right tube. Objective: the hysteroscopy showed coils on the left side was clearly visible. The essure device was placed without difficulty into right ostium with 4 trailing coils visible. Assessment: successful placement of essure device bilaterally. Removal details ((B)(6) 2017) the intraabdominal findings were unremarkable, only the essure devices were found in the proper locations bilaterally. A bipolar hook was then used to create incisions on the left proximal portion of the fallopian tube and the essure device was then grasped, dissected off of the surrounding fibrotic tissue and the essure device was then removed whole hold on the left side. Attention was then turned to the right where the essure device was noted to be heavily fibroses to the surrounding tube and the bipolar hook was used to create the initial incision and bipolar metzenbaum scissors were then used to dissect the essure device from the surrounding tissue. The device was eventually removed in several pieces and a thorough inspection of the right tube was performed to ensure that no retained coils were in the right tube. The device coils were then inspected to ensure no retained device in the abdomen . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: the specimen is identified as "essure devices bilateral", received in formalin and consists of one silver tightly coiled wire (2.6 cm in length x 0.1 cm in diameter) with minimal adherent pink-tan tissue, one silver tightly coiled wire (9.4 cm in length x 0.1 cm in diameter) with a tan plastic tubing around the edge (0 .7 cm in length x 0.1 cm in diameter), and one loosely coiled wire (1.9 cm in length x 0.2 cm in diameter) slightly attached to a tightly coiled wire (1 .9 cm in length x 0.1 cm in diameter) consistent with components of essure device. Gross examination only. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records :allergy to metals, pelvic pain. Concerning the injuries reported in this case, the following one was extracted from patient¿s medical records : device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet (pfs) and medical records (mr) received. Added new reporters, patient's date of birth. Updated essure therapy dates, batch numbers ( according to pfs a73755, a73756, b27985, b27986 ; according to mr b27985 -left side and b27986 - right side).added events device dislocation ,device breakage, allergy to metals , abdominal pain, weight increased, complication of device insertion , complication of device removal. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a surgical removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.